Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had off no power alert. Customer stated that they did receive a low battery alert prior to the off no power alert. Customer stated that it was less than 24 hours from the low battery alert to the off no power alert. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.